Event description:
It was reported that a malfunction alarm occurred on the pump, and the malfunction code displayed was malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer agreed to switch to multiple daily injections (mdi) as a backup therapy while the faulty pump was replaced, and cts confirmed the shipping address for the replacement pump. The customer was instructed on how to put the pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.